Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked at the administration port. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 23-24, 2023. H11: the actual device was received for evaluation. Visual inspection was performed, and the reported issue was not identified on the returned sample. Functional testing of sample was performed, and a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.